Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks for ventricular tachycardia (vt) below the rate cut off limit. As the rhythm got wider, t wave oversensing occurred. This patient received 13 shocks in a 24 hour period. The shock impedance were noted to be high within normal range. Device optimization was performed in which the s-ICD picked primary vector. Alternate vector was noted to be flat with an impedance of 400 ohms. This patient then underwent a revision in which the electrode was broken in half during the explant procedure. Both parts of the electrode were successfully removed. This patients s-ICD was explanted and reimplanted with a transvenous system for pacing support for upward titration of medications. The new device system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks for ventricular tachycardia (vt) below the rate cut off limit. As the rhythm got wider, t wave oversensing occurred. This patient received 13 shocks in a 24 hour period. The shock impedance were noted to be high within normal range. Device optimization was performed in which the s-ICD picked primary vector. Alternate vector was noted to be flat with an impedance of 400 ohms. This patient then underwent a revision in which the electrode was broken in half during the explant procedure. Both parts of the electrode were successfully removed. This patients s-ICD was explanted and reimplanted with a transvenous system for pacing support for upward titration of medications. The new device system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable as well as heat damage/melted. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.